Manufacturer narrative:
No blank display during testing. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 06/25/2025 16:04:00.000, 06/25/2025 16:34:15.000 and failed batt test alarm on 06/25/2025 20:02:11.000, 06/25/2025 20:03:18.000, 06/25/2025 20:06:44.000. Pump passed self test and active current measurement. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement. Battery cycle 34.0 received the lowbatteryalert (104) on 06/25/2025 16:04:00 after more than 7 days at 48.36 days. Battery cycle 32.0 received the lowbatteryalert (104) on 05/08/2025 07:02:00 after more than 7 days at 48.9 days. Battery cycle 31.0 received the lowbatteryalert (104) on 03/20/2025 09:24:00 after more than 7 days at 47.91 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. ¿swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay. Blank display not confirmed. Customer alleged for unexpected low battery alert, charge/battery lasts less than expected, failed batt test alarms confirmed in the pump history and pump received with a high sleep current measurement, problem isolated to the pcba 1. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery low alarm, and a blank display, and went through 10 new batteries but pump was no longer responding. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1715kl was requested and customer response was the device will be returned.